Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. No returned product, no lot applicable no investigation possible.

Event description:
In this event it is reported that a doctor alleged that the use of p&bond active sud ref. The product does not adhere and the fillings of the patient's fall out after a few months. The doctor no longer has the product, they were unable to give a complete count of how many patients were affected.